Event description:
It was reported that the patient's artificial urinary sphincter (aus) was not functioning properly and the patient experience recurrent urinary incontinence. A surgical procedure was performed, during which it was identified that a tube had been cut. An investigation has been requested to determine the cause. It was also mentioned that due to the patient's physical activity, may have been a strong external force that affected the system. The aus was replaced. No additional patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. The balloon was visually inspected, and leak tested. Inspection revealed folds and a non-spherical shape. The leak test confirmed fluid leakage originating from wear at a fold. Functional testing was not performed due to the identified leak and the absence of a lot number with balloon specifications. The cuff was visually inspected, and leak tested. Folds were observed during inspection; however, the cuff passed the leakage test. The pump was visually inspected, and leak tested. Contamination was noted in the pump block, but the pump passed the leakage test. Functional testing was not performed to avoid damaging the test equipment. Based on the available information and analysis results, the fluid leak identified in the balloon could have caused or contributed to the reported clinical observation of mechanical issue.

Event description:
It was reported that the patient's artificial urinary sphincter (aus) was not functioning properly. A surgical procedure was performed, during which it was identified that a tube had been cut. An investigation has been requested to determine the cause. The aus was removed. No patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.